Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 170 mg/dl at the time of incident. Customer stated that the insulin pump numbers ramp up without the user's input. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 300 mg/dl, 305 mg/dl to as high as 500 mg/dl and treated. With insulin pump. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.